Event description:
Allegedly, patient was revised due to mom complications: pain; abnormal gait; elevated metal ions levels; acetabular cup loosening; metallosis and heterotopic bone.

Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated. This is the same event as 3010536692-2015-00989, -00990, -00991.